Event description:
It was reported that the bundle of his lead was repositioned to right ventricular (rv) septum due to high threshold. The rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).